Manufacturer narrative:
During functional testing, the customer-reported issue was confirmed as the gas gauge leds did not illuminate sequentially. The lighting order by pressing the state of charge button was 1, 2, 4, 3 and 5. The battery was sent to the supplier for investigation where they found that gas gauge led wires e7 and e8 were inverted causing the led 4 to illuminate instead of led 3. The root cause of the customer-reported issue was determined to be a manufacturing defect. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4899 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in patient use. The customer, a syncardia certified hospital, reported that the freedom onboard battery leds illuminated in the wrong order. Leds 1-3 illuminated followed by led 5 then 4 instead of the correct order in whcih leds 1-5 illuminate sequentially.